Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that network connection stuck. A field service engineer, replaced network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system full synchronization failed after reimage process. The customer stated that the issue is affecting patient care and workflow. There were no adverse events or injuries reported based on this incident.